Manufacturer narrative:
This report is being submitted due to MDR (B)(4) submission, having the incorrect product device model/serial, and having the correct model/serial has already been report. Update a1 (patient identifier), b2 (outcomes attrib to adv event), b5 (describe event or problem), d1 (brand name),d4 (model number), d4 (lot number), d4 (expiration date), d4 (serial number), d4 (UDI) d6a (implant date) d6b (explant date), d8 (device avail for evaluation), d9 (returned to manufacturer date), h1 (type of reportable event), h2 ( follow-up, what type) h6 (impact codes), h7 (remedial act, type), and additional MFR narrative). The correct MDR report is (B)(4).

Event description:
It was reported that this right ventricular (rv) lead exhibited a high out of range shock impedance (greater than 125-145 ohms). A request was made to have data from this device analyzed. A rhythmcare consultant, reviewed device data and provided recommendations for troubleshooting, and x-ray imaging this lead remains implanted. No adverse patient effects were reported. This report is being updated with the correction to the right ventricular (rv) lead model/serial. Which was already reported under (B)(4).

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right ventricular (rv) lead exhibited a high out of range shock impedance (greater than 125-145 ohms). A request was made to have data from this device analyzed. A rhythmcare consultant, reviewed device data and product recommendations for troubleshooting, and x-ray imaging this lead remains implanted. No adverse patient effects were reported.